Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to user, which is use error. UDI: (B)(4)

Event description:
It was reported that the modular handpiece device was not reversing. During in-house engineering evaluation, it was observed that the trigger was sticky. It was further determined that the device had foreign substance/debris/cleaning/sterilization, corrosion/rusting/pitting, and would not reverse. It was further determined that the device failed pretest for general condition, check for sticky triggers and check the forward/reverse direction modes function. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record: review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation update: h6: upon further investigation of the device, it was determined that the trigger was sticky. It was observed that the retaining ring was broken, there was fluid residue in the handpiece and the pusher was corroded. During the assessment, it was found that the upper trigger could not be fully pressed. After the device was disassembled, it was found that the safety ring was broken due to an unknown cause, and the upper trigger had fallen behind causing the failure. It was further determined that parts of the trigger were corroded. It was further determined that the device failed pretest for general condition, check for sticky triggers and check the forward/reverse direction modes function. It was determined that the cause for the broken snap ring could not be fully determined. However, the corroded pusher could be linked to improper handling. The reported condition of the sticky trigger was confirmed. However, an assignable root cause was not established and the root cause for the other defects were due to component failure from normal wear. H6. The investigation conclusions and type of investigation codes have been updated accordingly.